Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k101880. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a week after implant placement at tooth location #30, the patient returned for dull pain and loss of taste. Antibiotic and pain medication was given but did not improve the pain.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67 and 4310. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. No apparent damage identified that would cause or contribute to the reported event. Markings due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1252288. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1252288 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation was customer error/patient factors. Therefore, based on the available information, device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.